Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012. The patient was implanted in the contralateral ear on (B)(6) 2012. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient underwent revision surgery to reposition the device due to edema and to increase the flow of the patient's shunt. It was also reported the patient had a revision surgery in (B)(6), 2010. (Details not reported) the patient is not currently using the device. The implanted device remains.